Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (3014862188-2021-01787, 3014862188-2021-01785 test 1,3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr and rapid antigen tests. Report 2 of 3.

Event description:
User reported false positive result. Negative pcr and rapid antigen tests. Report 2 of 3.